Event description:
It was further reported that the patient had no further concerns.

Event description:
It was reported that the patient was unable to adjust stimulation. The patients programmer displayed a "call your doctor" icon and a por condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model: 3037, (B)(4); lead: model: 3093-28, lot# v834750, implanted: (B)(6) 2011, explanted: na.